Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged particles in device and airway. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed dust-like contamination on the front and rear panel, top and bottom enclosure. An unknown brownish contamination was observed on the top enclosure along with the remains of a shipping label. A whitish dust-like contamination with tiny potential hair-like fibers were observed inside the iso port. A long scratch and an unknown brownish contamination were observed on the bottom enclosure. Manufacturer observed brown and white unknown contamination and very small potential hairs at the inlet of the blower box. Manufacturer observed an unknown brownish contamination underneath both flip doors. Unknown brownish contamination and potential hair-like fibers were observed along the edge of the bottom enclosure, underneath the rear panel. Manufacturer observed dried liquid spots with dust-like contamination consistent with mineral deposits on the bottom of the blower motor and in the base of the blower box. A keratin -like substance was observed at the blower box outlet. The manufacturer concludes there was no presence of degraded sound abatement foam. Manufacturer did observe dust/dirt contamination in the airpath, likely from a source external to the device. Manufacturer can confirm the complaint of particles in the airway. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.